Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported that the alarms were sounding in connection with the turbine. Unable to turn it off, the touch screen no longer works. The battery had to be disconnected. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The power management (pm) board will be replaced under (B)(4) to address the reported issue.